Event description:
Applied one "icy hot" heat therapy patch to my left foot. Patch was left in place overnight. In the morning, the patch was removed. Two large blisters had formed (2" x 1"), and (1" x 1"). Multiple trips to a wound care specialist required for treatment. Dose or amount: 1 patch, frequency: 1 time. Dates of use: 2008. Diagnosis or reason for use: ankle pain.